Manufacturer narrative:
Correction: health provider's address updated.

Event description:
New information received notes the issue was observed in clinic. The patient was asymptomatic. The patient was stable and being monitored remotely.

Event description:
It was reported that ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD).